Manufacturer narrative:
A2 - age at time of event: 77 years old at the time of study enrollment. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection occurred, requiring additional intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2025 as a part of the clinical trial. The index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm swing point with 4.46 mm reference vessel diameter, 45.75 mm length and 60 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm athletis balloon and 5.5 mm x 40 mm non-bsc balloon with residual stenosis of 19 %. After pre-dilatation using 5 mm x 40 mm athletis balloon, dissection of type a was noted. In response to dissection of type a, pressure hemostasis was achieved using a 5.5 mm x 40 mm non-bsc balloon and the shrinkage of aneurysm was confirmed with residual stenosis of 19 percent. Later, the target lesion was treated with 5 mm x 80 mm ranger drug-coated balloon, study device. Post procedure, the residual stenosis was 0 percent and dissection of type a remained unchanged. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the swing point, with 4.4 mm reference vessel diameter, 52.11 mm length, and 61.36 % diameter stenosis. Dissection of type c was present prior to pre-dilatation. Post test device usage, the diameter stenosis was noted to be 6.38 % with dissection of type c unchanged. Post dilatation, diameter stenosis was noted to be 8 % with dissection of type c unchanged. The residual dissection on final was not flow limiting and probably insignificant. Post index procedure, avf functional assessment revealed flow volume (fv) of 880 ml/min, resistance index (ri) of 0.560, systolic blood pressure of 176 mmhg, and diastolic blood pressure of 72 mmhg. Post procedure, the subject was advised to continue ongoing prasugrel and anticoagulant medication therapy. On (B)(6) 2025, the subject had first successful hemodialysis performed after index procedure. Post index procedure, avf functional assessment revealed flow volume (fv) of 880 ml/min, resistance index (ri) of 0.560, systolic blood pressure of 176 mmhg, and diastolic blood pressure of 72 mmhg. Post procedure, the subject was advised to continue ongoing prasugrel and anticoagulant medication therapy.

Event description:
It was reported that dissection occurred, requiring additional intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2025 as a part of the clinical trial. The index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm swing point with 4.46 mm reference vessel diameter, 45.75 mm length and 60 % stenosis with no calcification. Pre-dilatation was performed using 5 mm x 40 mm athletis balloon and 5.5 mm x 40 mm non-bsc balloon with residual stenosis of 19 %. After pre-dilatation using 5 mm x 40 mm athletis balloon, dissection of type a was noted. In response to dissection of type a, pressure hemostasis was achieved using a 5.5 mm x 40 mm non-bsc balloon and the shrinkage of aneurysm was confirmed with residual stenosis of 19 percent. Later, the target lesion was treated with 5 mm x 80 mm ranger drug-coated balloon, study device. Post procedure, the residual stenosis was 0 percent and dissection of type a remained unchanged. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the swing point, with 4.4 mm reference vessel diameter, 52.11 mm length, and 61.36 % diameter stenosis. Dissection of type c was present prior to pre-dilatation. Post test device usage, the diameter stenosis was noted to be 6.38 % with dissection of type c unchanged. Post dilatation, diameter stenosis was noted to be 8 % with dissection of type c unchanged. The residual dissection on final was not flow limiting and probably insignificant. Post index procedure, avf functional assessment revealed flow volume (fv) of 880 ml/min, resistance index (ri) of 0.560, systolic blood pressure of 176 mmhg, and diastolic blood pressure of 72 mmhg. Post procedure, the subject was advised to continue ongoing prasugrel and anticoagulant medication therapy. On (B)(6) 2025, the subject had first successful hemodialysis performed after index procedure. Post index procedure, avf functional assessment revealed flow volume (fv) of 880 ml/min, resistance index (ri) of 0.560, systolic blood pressure of 176 mmhg, and diastolic blood pressure of 72 mmhg. Post procedure, the subject was advised to continue ongoing prasugrel and anticoagulant medication therapy.

Manufacturer narrative:
H6 - evaluation method codes: updated. H6 - evaluation conclusion codes: updated. A2 - age at time of event: 77 years old at the time of study enrollment. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.